Event description:
Event description guidant received information that this pacemaker was explanted due to normal battery depletion and is included within a subset of devices affected by a recent physician notification regarding a hermetic sealing component in the device header. During the explant procedure, the ventricular lead was stuck in the device header and it was necessary to cut open the header in order to release the lead. A new pacemaker was implanted and the existing leads were successfully interfaced.